Manufacturer narrative:
Our records indicate this lead will not be returned as it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that there was calcification on the rv lead. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead will not be returned as it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. It was noted that there was calcification on the rv lead. This rv lead was explanted and replaced. No additional adverse patient effects were reported.